Event description:
It was reported that the patient was hospitalized and underwent a revision procedure in which a new thoracic spinal cord stimulation lead was implanted to help achieve better pain relief and programming options. No devices were explanted. The patient was discharged from the hospital and is recovering at home.